Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use and is fractured on the medial side of the post feature. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured during cleaning. There was no patient involvement.